Event description:
It was reported that the patient developed a pocket erosion on the site of their implantable cardioverter defibrillator (ICD) device. An echocardiogram and tee were performed which showed presence of vegetation on the right ventricular lead. The leads had not eroded through the skin and did not show signs of an infection. The patient did not experience any fever or chills and appeared to be feeling well. The ICD system was functioning well. On (B)(6) 2025, the entire ICD system including right atrial (ra) and right ventricular (rv) leads were extracted successfully. The ICD system was discarded by the lab staff. There were no allegations against the ICD system. A new system was implanted on the patient¿s right side. No new ra lead was implanted. The patient has chronic atrial fibrillation (af) and did not require one. The patient¿s condition was stable throughout the event. No further intervention was planned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5165462.

Event description:
Additional information received on 2/13/2025 for report mw5165463 to update manufacturer.